Manufacturer narrative:
Patient¿s weight is not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an intramedullary (im) nail procedure. The surgeon reamed the femoral canal, finishing with a 12.5 mm reamer and inserted an 11 mm left recon nail. As the surgeon inserted the nail, it became very tight at the level of the fracture site and was not able to advance the nail any further. The nail extraction rod was attached to the driving cap and attempted to remove the nail. The surgeon was able to back the nail out slightly but not all the way. Then tried to drive the nail in again but after several strikes of the mallet on the driving cap, the driving cap broke. The threads of the driving cap broke off inside of the insertion handle so that another driving cap could not be used. Then surgeon removed the insertion handle from the nail and attached the nail extraction bolt to the nail and was able to remove the nail. After the nail was removed, the surgeon decided to go down to a 10 mm recon nail and was able to insert the nail by hitting the insertion handle with the mallet. Fragments were generated from the broken device and removed easily without additional intervention. There was a surgical delay of twenty (20) minutes related to the taking out of the originally placed nail and replacing with another. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: reamer (part# unknown, lot# unknown, quantity# 1); extraction rod (part# unknown, lot# unknown, quantity# 1); mallet (part# unknown, lot# unknown, quantity# 1); insertion handle (part# 03.033.001, lot# l551431, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part: 03.010.523 , lot: l793986 , manufacturing site: (B)(4), release to warehouse date: 18.may.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was hardened and documented according to specifications hv10 min. 446, max. 453 (specified min. 423, max. 468 hv10). Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: broken. Visual inspection: the complaint device was received at us cq with the tip broken off at the 2nd most proximal thread. Part of the 2nd most proximal thread was also rolled over with the surface finish worn off. Heavy impaction marks were noted on the top of the driving cap, including marks around the outer edge, possibly indicating off-axis strikes. The black surface finish was worn off the circular surface where the driving cap interfaces with the insertion handle. Scratches were observed on the distal end of the body. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the following documents were reviewed as part of this investigation: iso general purpose metric screw threads ¿ tolerances ¿ part 2. General tolerances for design and manufacturing. Connector for insertion handle. Pqp 03.010.523/-us ¿ connector for insertion handle . Pa extern single 03.010.523/-us. Technical product design drawing data manual. Per the product quality plan (pqp) for the complaint device, the diameter at the tip of the thread is critical to quality, as it is pertinent to form, fit and function. Per specification, this m8 thread diameter is 100% inspected externally by the supplier and then at an aql of 1 upon incoming inspection at synthes, providing assurance that this critical dimension is within specification for each lot of product. The complaint device was manufactured per the most recent revision of the design drawing, so there are no design changes to review for potential impact on the complaint condition. Based upon review of the DHR, no issues were identified during the manufacture of the complaint device. The material properties of the device were found to be within the design specifications. Dimensional inspection: the dimension relevant to the complaint condition is the m8 thread at the distal end of the device. Per (B)(4), the tolerances are controlled. Drawing lists work instruction as a reference, which calls out the default thread tolerance class as 6g/6h unless otherwise specified. As the tolerance class is not specifically called out on the design drawing, and as the threads in question are external threads, the 6g tolerance class was used. Additionally, as no pitch was called out on the m8 thread, the default pitch (coarse) was used. Per standard, the major diameter dimensions for a m8 coarse thread series with a 6g tolerance class are ø 7.760 mm ¿ ø 7.972 mm (these tolerances are prior to coating; after coating, the thread profile shall not transgress the maximum material limit). An accurate outer diameter dimension (od) of the threads on the complaint device was difficult to achieve, as the break only left two threads, one of which was deformed around part of its circumference. This did not leave much purchase for the micrometer. When measured with a micrometer, the od was measured to be approximately 7.776 mm. This is within the design specification. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off and stuck inside the insertion handle, thus confirming the complaint. While a definitive root cause could not be identified, it is possible than an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.